Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit shows that the lock has rotational and lateral movement and a residue buildup is present. Since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirms the findings of the service team and noted that there was movement present in the lock and there was little resistance to move the lock between the lock/unlock positions. To resolve the issues, new components were added to replace worn internal parts. Root cause - the complaint is confirmed via inspection of the unit. The unit needed cleaning and replacement of worn parts from routine use and wear. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that surgeon was performing a c7-t1 decompression and fusion with the patient in the prone position in the mayfield modified skull clamp (a1059), and at the end of the case, blood was noticed under the drape. The surgeon looked under the drape and accessed that the skull clamp had slipped which resulted in a small laceration that was closed with staples. The patient was reported as stable.